Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-03414. This report is submitted on december 29, 2023.

Manufacturer narrative:
This report is submitted on november 27, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason. Additional information has been requested but it has not been made available as of the date of this report.